Manufacturer narrative:
(B)(4): the customer reported that the device was not working with ac power. The customer localized the issue to a failed power supply.

Event description:
The customer reported that the device was not working with ac power.